Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump previously containing prialt (ziconotide) for non-malignant pain. It was reported that the patient had not been using the pump because they discontinued therapy and the pump was empty. The representative mentioned that the patient had a cyst near the catheter. The representative wanted to know what would happen when the pump goes dry. Technical services reviewed information. It was not known when the patient had the cyst. The physician stated that there was some type of blockage at the tip of the catheter they believes to be due to the pump. It was stated that the patient's pump had been empty for a period of time. It was not known when. The representative called technical support to see if it could be the cause. The pump was still on running empty. It was not known what actions will be taken or if the event has been resolved.